Event description:
Patient had a full explant (generator and lead) due to lead protrusion. No other relevant information has been received to date.

Event description:
Information was received from the physicians office noting that the protrusion was due to a foreign body response and the surgical intervention is necessary due to lead exposure and potential serious complications and infection.